Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber during a prostate procedure, the fiber cap twisted and detached; the cap was reported as retrieved. The case was completed using second fiber. There was no "injury to patient".